Event description:
The tip of the guide broke off during the procedure and lodged in the spine, subsequently causing a laceration to the posterior wall of the esophagus, vocal cord paralysis, and damage to the vagal nerve. As a result of vagal nerve damage pt developed reflux esophagitis, "fits of aspiration," coughing and later bi-inguinal hernias. Device tip was surgically retrieved 2 days post-op. The MFR was served with a lawsuit and stated that they were never informed of the incident by the facility.